Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the display screen remained blank when the pump was powered on, with no auditory or vibratory function; however, there was sound on battery insertion. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged blank display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed multiple call service alarms recorded on (B)(4) 2013. On investigation, the pump powered on with auditory and vibratory function. The display screen remained blank. On examination, the display screen was intact without damage. The pump was opened for investigation and revealed failure of a component on the print circuit board. This